Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This dm0010faa easydrill cranial perforator with 048/19 lot number was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cranial procedure, the device continues to run. It was reported that there was no patient impact. On follow up, it was confirmed that there was no additional/non routine procedure taken as a result of the event. No further information can be provided on the surgery and the status of the device.